Manufacturer narrative:
(B)(4). Date of event: unknown, assumed first day of the year the complaint was reported. Batch # unk. Additional information was requested and the following was obtained: "the very top of the sleeve close to the housing is what broke. Insufflation was impacted but the trocar broke during insertion after the port sites were made so this wasn¿t an issue". Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the trocar broke during insertion into the port site. Surgeon thought he put too much pressure on it as he inserted it. No patient injury and no fragments were generated. The case was successfully completed.